Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore, it could not be analyzed. The event was confirmed through pictures. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 5 complaints have been recorded over the batch a808ag2705. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the cement blister was found opened when it was given to the instrumentalist. No adverse events have been reported as a result of the malfunction.